Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 600 mg/dl at the time of incident. Customer's blood glucose level was 500 mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 218 mg/dl. Customer was treated with intravenous fluid. Customer had symptoms such as nausea, stomach pain. The insulin pump will be returned for analysis.